Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The suspected cause was due to the customer¿s settings requiring adjustments. The customer received third party assistance from their spouse, who provided carbohydrates and monitored the customer to address bg. The customer updated their pump settings to address the event, and recommendation was made to consult with a healthcare provider to discuss diabetes management.